Manufacturer narrative:
No further information is available on the repair of the bed at this time.

Event description:
The account alleged that the bed exit alarm on the bed is audible, but faint and could not be heard outside of the patient's room. No patient impact.